Event description:
It was reported that the pump was not exposed to extreme temperatures, but ongoing temperature alarms occurred. There was no adverse impact to the customer's blood glucose level. There was no reported adverse impact to the customer. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.